Event description:
It was reported that this lead was placed on the left bundle branch area pacing. A lead evaluation was recommended. Subsequently, a revision procedure was performed and the lead was repositioned. No additional adverse patient effects were reported.